Manufacturer narrative:
The reported event of the helix was unable to extend was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix was retracted and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil.

Event description:
During the implant procedure, the helix of the right ventricular (rv) lead was unable to extend prior to implantation. The rv lead was not implanted and was replaced to resolve the event. The patient was in stable condition.